Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's son reported his father had passed away due to congestive heart failure and potentially diabetes complications. A follow up call was made to the patient's peritoneal dialysis nurse. Per the nurse the patient passed away on (B)(6) 2016. She did not know the patient's cause of death. The patient passed at home and was not connected to therapy at the time. The nurse did not have medical records, death certificate or death notification. The aforementioned information will not be provided.